Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), migraine ("migraines") and abdominal distension ("bloating"). The patient was treated with surgery (she had surgery to remove the essure). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, migraine and abdominal distension outcome was unknown. The reporter considered abdominal distension, genital haemorrhage, migraine and pelvic pain to be related to essure. The reporter commented: need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure (batch no. D08053) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included ectopic pregnancy and post abortion hemorrhage. Previously administered products included for an unreported indication: minastrin and depo provera. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), the first episode of migraine ("migraines"), abdominal distension ("bloating"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("menorrhagia"), the second episode of migraine ("migraines") and headache ("migraines / headaches"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal distension, vaginal haemorrhage, menorrhagia, the last episode of migraine and headache outcome was unknown. The reporter considered abdominal distension, genital haemorrhage, headache, menorrhagia, pelvic pain, vaginal haemorrhage, the first episode of migraine and the second episode of migraine to be related to essure. The reporter commented: need for additional surgery. Proper coil placement was confirmed with four trailing coils seen quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure (batch no. D08053) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included ectopic pregnancy and post abortion hemorrhage. Previously administered products included for an unreported indication: minastrin and depo provera. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), the first episode of migraine ("migraines"), abdominal distension ("bloating"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("menorrhagia"), the second episode of migraine ("migraines") and headache ("migraines / headaches"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal distension, vaginal haemorrhage, menorrhagia, the last episode of migraine and headache outcome was unknown. The reporter considered abdominal distension, genital haemorrhage, headache, menorrhagia, pelvic pain, vaginal haemorrhage, the first episode of migraine and the second episode of migraine to be related to essure. The reporter commented: need for additional surgery. Proper coil placement was confirmed with four trailing coils seen most recent follow-up information incorporated above includes: on 7-sep-2018: plaintiff fact sheet received. Events vaginal, menorrhagia, migraines headaches were added. Lot number & lab data updated. Historical, concomitant conditions drugs were added. Product, patient & reporter information updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.